Manufacturer narrative:
A product investigation was performed for this device. A fresenius regional equipment specialist was sent to the customer site. A visual inspection showed no physical exterior discrepancies. Temperature, conductivity, uf pump and loading pressure were recalibrated. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, I have reviewed the documents provided from the clinic where this event took place. The pt presented in her usual way, and her vital signs were stable prior to and during the first minutes of hemodialysis. Her ultrafiltration rate was decreased from 1250 to 930 when her blood pressure had changed from 170's to 102's. Pt had a history of lung disease and, per her doctor's notes, had suffered respiratory problems in the past. A "code blue" was called on this pt 15 minutes into the dialysis treatment. There is no report of device malfunction, blood loss, or alarms during this event. The hemodialysis device did not cause or contribute to this pt's respiratory failure during dialysis.

Event description:
Fresenius technical support received a request for a regional equipment specialist to evaluate a hemodialysis machine after a pt death occurred at the facility. While on hemodialysis, the pt began agonal breathing; blood pressure was 44/24; 500 ml of normal saline given; pt became pulseless; a code blue was called; resuscitative measures were successful and pt was transferred to ICU. On (B)(6) 2012 the pt expired.